Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a submarine rapido pta balloon with a spider fx during treatment of a calcified and plaque lesion in the patient¿s proximal left common carotid artery. Slight vessel calcification and tortuosity are reported. Lesion exhibited 70% stenosis. A syringe was used for balloon inflation. There was no damage noted to the product packaging. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. Balloon deflation difficulties are reported. The device would not deflate at the lesion site. The device was replaced to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation visual inspection of the balloon confirms both marker bands are present and intact. The balloon returned in its post inflated state with biologics present inside the balloon and inner lumen. Damage is noted to the proximal balloon bond. The device was unable to be flushed and a 0.018¿ guidewire from the lab was unable to be loaded through the guidewire lumen due to biologics present inside and stretching/damage noted to the proximal balloon bond. Balloon returned in post inflated state. Inspection under the microscope showed bunching to the balloon and the inner lumen at the distal end of the device appeared to be curled. Marker bands are present on the balloon. The balloon was attempted to be inflated but a leak was noted immediately just proximal to the proximal balloon bond. Under a microscope it is clear to see the leak on the catheter shaft proximal to the proximal balloon bond. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was punctured with the hard end of the guidewire for recovery. Device safely removed from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.